Event description:
6/12/92- when attempting to replace an 8 year old pacer due to age and impending failure, it was found that the old lead was not conducting properly. Normally, only the generator is replaced and lead left intact. The patient was returned to the hospital again on 6/22/92 to implant a new lead. The old lead was left in place and capped. The thought was that the insulation had suffered a micro fracturedevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: end of life - expected, insulation degradation/deterioration. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.